Manufacturer narrative:
A ge rep evaluated the sys and repaired it. The sys operates as intended.

Event description:
The customer reported the sys would not display a usable image. No pt injury was reported.